Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - ulcer.

Event description:
Dexcom was made aware on 02/14/2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with an infection which occurred on an unspecified day the sensor had been inserted in the arm. The patient developed a rash, pustules, sores, and infection under the sensor patch area. The patient had pain and soreness in the area. One week later (unspecified date), the patient consulted a physician who prescribed an unspecified oral antibiotic medication, otc neosporin topical ointment, and advil. The patient was in good condition at the time of report. No additional event or patient information is available.